Event description:
The account alleged that the intermediate siderails have no bed functions or air system control. The gci works and the lockouts are able to be switched on and off and the bed is not alarming.

Manufacturer narrative:
The account adjusted the CPR pedal to repair the bed. CPR was engaged.